Manufacturer narrative:
(B)(6) 2022 - lead was explanted due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Lead fracture and noised caused patient to receive 70 plus inappropriate shocks. Pacing impedance has also been trending down. Should additional information become available, it will be added to this file.